Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device not working / output shorted alarm. Per service reports, this complaint can be confirmed. It was found during evaluation that the dual-rf board was short circuited and the 8-way sock assy was corroded. Further, the keypad membrane was damaged. Also, found that the loom usb socket - cpu board and the loom foot switch to ID board were damaged. The damaged connector, rf board and all the damaged components were replaced, software upgraded to resolve the issues. After repair, the device was found to be working according to the specifications. Fluid ingress into the device and contact with the 8-way socket is responsible for the corrosion. User mishandling might be the most probable root cause for the damaged to keypad membrane, loom usb socket - cpu board and to loom foot switch to ID board. However, with the available information, we cannot determine the root cause for the defective rf board. The defective dual-rf board, corroded 8-way sock assy and damaged loom/connector would have caused the customer to experience the reported problem. A manufacturing record evaluation was performed for the finished device serial number (B)(4), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the generator device was not working as it sounded an alarm for an output short. During in-house engineering evaluation, it was observed that the 8-way sock assembly on the device was corroded. There was no procedure nor patient involvement reported. No additional information was provided.